Event description:
It was reported on (B)(6) 2015 that the patient has reported that her chest incision is open and bleeding. She was implanted with the model 106 generator on (B)(6) 2015. She saw the surgeon on wednesday (B)(6) 2015 and told him she thought the incision was approximated and on saturday her incision was partly open with some bleeding. On (B)(6) she reports it is even more open and she went to the ER for care. The patient saw the surgeon who changed her dressing on her incision and felt that the bleeding was due to a bruise evacuating. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: initial report inadvertently did not include UDI for the suspect device. (B)(4).